Manufacturer narrative:
Device was returned with the needle mechanism deployed. The data obtained from the device generated no alarms, time outs or drive stalls indicating the device did not struggle to deliver insulin. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) and high blood glucose (bg0 levels of 380 mg/dl, while wearing the pod on the hip/buttocks area between 356 and 48 hours. The adhesive was noticed to be loose. At the hospital, the patient was administered baxter, insulin intravenously, removed the pod and switched to manual injections.